Event description:
It was reported to medtronic minimed that the customer experienced packaging issue. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for packaging anomaly and customer informed that sterile packaging was not intact. No harm requiring medical intervention was reported. Mmt-7040a will be returning for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of 15 unopened sensors and unable to confirm customer complaint of packaging box damage due to customer only 15 unopened sensors, not packaging box. In summary the customer complaint of packaging damaged could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.